Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that 20 minutes after the patient started using the cardiosave intra-aortic balloon pump (iabp), the high temperature alarm was reported three times in a row, and it could not work, causing the patient's heart to be overloaded. Impact on the patient: increased heart burden. The machine was replaced to continue therapy and there was no personal injury.

Event description:
N/a

Manufacturer narrative:
Corrected data: e3.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4,h6(type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and found valve group (0104-00-0031) to be leaking after testing. The fse replaced spare parts, carried out functional tests according to the requirements specified by the factory after replacement, and met the requirements specified by the factory after testing.